Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device gear box was locked up with no rotation due to built up corrosion over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the compact speed reducer device was broken. During in-house engineering evaluation, it was observed that the gear box was locked up with no rotation due to built up corrosion over time. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in a surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.